Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer also stated tat the customer's blood glucose value was 100 mg/dl, 386 mg/dl and sensor glucose value was 47 mg/dl. Customer reports the infusion set cannula was bent. The customer also stated insulin pump had calibration error, change sensor alert and sensor updating alert. The customer treated high blood glucose value with bolus. The insulin pump will not be returned for analysis.